Event description:
Received power pack on 5/17/94. This device was supposed to be pt ready but when the device was analyzed on rptr's battery analyzer it revealed that its capacity was only 298 mah. The minimum capacity is 900 mah.